Manufacturer narrative:
The user experienced hypoglycemia after a alleged meal announcement sequence was performed on the ilet while receiving automated insulin delivery. This behavior can result in unintended insulin delivery and is consistent with the observed low blood glucose treated with oral glucose and hospital evaluation with IV fluids. Engineering logs were reviewed at the time of review; however, no device malfunction was identified, and available information supports a use-related cause. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise.

Event description:
On 07-dec-2025 the reporter reported that on (B)(6) 2025, the user experienced hypoglycemia with blood glucose (bg) levels of approximately 55 mg/dl following an alleged meal announcement delivered during sleep. The user presented to the hospital where the user was treated with oral glucose and IV fluids and discharged (B)(6) 2025. No long-term health effects were reported.